Event description:
Customer called to report bleeding at the site during sensor insertion. Customer also reported a bent cannula on the insulin pump. Customer's blood glucose reading was 220 mg/dl. Troubleshooting was done. Nothing further reported.

Manufacturer narrative:
Findings: reliability analysis unable to confirm needle anomaly due to customer return only sensor missing needle.